Event description:
It was reported that this was a triclip procedure to tricuspid regurgitation (tr) with a grade of 5. The first triclip delivery system (tcds) was positioned on the tricuspid valve however the clip opened a small amount when attempting to establish final arm angle (efaa) the first time. When removing the lock line and performed the second efaa, the clip opened to 40-60 degrees. Efaa was repeated with the same result. Attempts were made to invert the clip in order to remove it from the anatomy however the clip stayed at an arm angle of 40-60 degrees. Efaa was attempted again and passed therefore the clip was implanted. A second tcds was placed and failed first efaa. Troubleshooting attempts were unsuccessful therefore the clip was not implanted and the tcds removed. The procedure was completed with the tr reduced to 2-3. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided. As of (B)(6) 2022 the device is included in the correction notice due to an increased rate of reports for clips not being able to establish final arm angle (efaa) and clip opening while locked (cowl) with the mitraclip and triclip delivery system(s).

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation was unable to determine a cause for the reported clip open during efaa and difficulty opening the clip. There is no indication of a product issue with respect to manufacture, design, or labeling. The device is included in the correction notice issued by abbott on (B)(6) 2022 for clips not being able to establish final arm angle (efaa) and/or clip opening while locked (cowl) with the mitraclip and triclip delivery system(s).